Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated lead and device replacement, noise was observed after the new lead and device were implanted. The root cause of the noise was unable to be determined. It was decided to keep the lead implanted and continue to monitor the patient. The patient was doing fine post procedure.